Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor via a manufacturer representative regarding a patient with spinal instability for spinal fixation therapy. It was reported that the patient has infectious cellulitis from infusion use. The part remain implanted and in service. There were no further complications reported regarding the event.